Event description:
Rv lead warning on (B)(6) 2017 for low impedance. Patient experienced dizziness (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).